Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1300802) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site and the vessel size approx 7mm. Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during second stop. The device was removed and the pt was converted to 20 minutes of manual compression at which tome hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.